Manufacturer narrative:
This MDR is being submitted as part of a retrospective review and remediation effort based on enhancements made to the company¿s MDR and complaint handling processes. Capas have been opened to manage the actions that are being taken to remediate this issue and ensure any required MDR reporting is completed. During inspection and testing, the image was blurred. A review of the device history record found no deviations that could have caused or contributed to the blurred image. The device shipped according to specifications. Based on the results of the legal manufacturer's investigation, the following are the probable causes: the entire image was blurred due to damage to the charge-coupled device unit, the entire image was blurred due to a sliding error of movable length range that occurred in the zoom scope, blurring of the entire image occurred within the allowable range, or the entire image was blurred due to damage or deformation of the connector. However, a definitive root cause of the reported issue could not be identified. The device's instruction manual provides the following warning, which may help to prevent the issue: operation manual - inspection of the endoscopic system. Operation manual important information ¿ please read before use - warnings and cautions. Olympus will continue to monitor field performance for this device. Inspection and testing confirmed that the amount of water contact did not meet the standard value due to deformation of the nozzle. In addition, the suction cylinder was shaved because it was scraped with a cleaning brush, play of the up/down knob was out of standard due to wear of the angle wire, the adhesive on the bending section cover was cracked, the connecting tube was dented due to being caught and pinched, the connecting tube was wrinkled due to the resin being cracked due to chemical stress applied during reprocessing, the universal cord was wrinkled due to the resin becoming detached/deteriorated, the objective lens was scratched due to a shock caused by dropping and knocking the device to a hard surface, switch one had a pinhole due to physical stress, the scope connector cover was deformed due to physical stress, there was a dark area in part of the image due to a scratch on the objective lens, and the electrical connector was corroded due to water leakage. Per the legal manufacturer, these device defects have no potential to cause or contribute to death or serious injury if the malfunctions were to recur.

Event description:
An olympus employee reported that, during receiving inspection, the nozzle of the loaner device was wrinkled and blocked, and the air/water supply was weak. The subject device was sent to olympus for evaluation. During inspection and testing, the image was blurred. This report is being submitted for the malfunction found during evaluation (blurred image). There was no harm or user injury reported due to the event.